Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) and right ventricle (rv) set screws became stuck in the pacemaker header and the leads were unable to be removed despite multiple attempts. The physician resorted to sawing the pacemaker header apart to release both the ra and rv leads resulting in lead damage. The procedure was completed with the pacemaker explanted and both ra and rv leads capped. The patient remained stable throughout.

Manufacturer narrative:
The reported event of could not remove the atrial and ventricular leads from the header was confirmed. Analysis revealed there was blood accumulation in the a-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector port and the surfaces of the lead body. This prevented removal of the atrial lead. Next, analysis revealed that calcified blood was filling the inset of the ventricular setscrew preventing the wrench from engaging the setscrew inset needed to untighten the setscrew. The calcified blood was removed from the setscrew inset in the lab. Then a wrench could be inserted in to engage the v-setscrew to untighten it. The stuck lead could then be removed from the v-connector block.